Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this 29mm transcatheter bioprosthetic valve, a gradient of 40 millimeters of mercury (mm hg) and flow rate of 3.8 m/s were observed. A second 26mm valve was subsequently implanted valve-in-valve. No additional adverse patient effects were reported. Additional information was received the mean gradient prior to the first valve being implanted was 86 millimeters of mercury (mm hg). The patient had a severely calcified type I bicuspid valve that may have contributed to the elevated gradient. There was severe calcification noted on the valve leaflets of the bioprosthetic valve. It was unable to be determined if there was evidence of thrombus on the valve. The first valve was implanted in the patient's native annulus. The mean gradient after the second valve was implanted was noted to be 30 mm hg.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intra procedural fluoroscopic images were provided for review of the event description above. Patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had a severely calcified bicuspid aortic valve and a 29mm evolut was implanted. Despite the calcified bicuspid anatomy, there is no evidence that a pre balloon aortic valvuloplasty was performed prior to the implant attempt. Fluoroscopy valve load inspection was provided for review and confirmed a good load. During the deployment attempt, the valve appeared to be significantly under-expanded. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. However, the valve was released and under expansion persisted. A post implant dilatation was performed which resulted in visible expansion of the bioprosthesis and no obvious signs of paravalvular leak. It was reported that post implant gradient was elevated, and the decision was made to implant a second valve. Fluoroscopy valve load inspection of the second valve was performed and confirmed a good load, and a second valve, size 26mm evolut, was implanted. Though improved, the final gradient remained elevated. The decision to use a smaller valve inside the first valve was not specified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.